Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient wanted to know if anyone has had it removed, as they noted if they had read the two books in the kit before they got the device they would never have gotten it. The patient reported on the day of surgery they had high anxiety and they were under local anesthetic so they didn't remember how to use the programmer. The patient reported the first two nights it worked beautifully and then after that it was ¿down hill all the way,¿ and they had a return of bladder symptoms. The patient reported it worked a little bit but not that much. The patient reported they got the device for bladder leakage and during the day it wasn't that bad but when they would sit and then stand it would pour out. The patient noted at night when they slept they were ok, but then they would be awakened and they would pour out into their pad before getting to the restroom. The patient reported they seemed to be having problems with bowel and that they were very constipated. The patient mentioned pain in the vaginal area when they would sit. The patient stated it was ¿like a dull ache.¿ the patient reported it was annoying, it was there all the time and that it started almost immediately after surgery. The patient thought it was just because it was bruised however it had not gone away. While on the call the patient synced with the ins and the patient was on program 2 at 3.6 volts. The patient then decreased the stimulation down to 3.50 where the patient stated it was more comfortable at this level. The patient was advised by patient services to give the adjustments a couple days to see if the patient could get any relief and that if it didn't help after a few days, they could call back to try a different program. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they were not sure as to the cause of their return of their symptoms as they never received proper instruction on how to use the device. As a step taken to resolve the issue, a manufacturer¿s representative walked them through a change in program.